Event description:
With the placement of the three-piece zenith device, it was determined that additional length would be needed in the left iliac artery to provide adequate coverage for a future seal of the vessel. An iliac leg extension was deployed extending the length of the previously deployed iliac leg graft. In addition, a stenosis was noted in the leg graft which was treated with placement of a stent at the site of the restricted graft lumen. During the exchange of sheaths during the procedure, the left external iliac artery was dissected. A stent was deployed covering the vessel dissection in the left external iliac artery. Procedure was concluded, with the final angiogram showing a successful exclusion of the aneurysm.